Manufacturer narrative:
The event logs have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. No device received-log review only.

Event description:
It was reported that zosyn infused faster than expected in minutes. The medication was set up as a secondary infusion. No patient harm was reported. The pumps were inspected by biomed who found that there were no issues with the infusion pump, and the device tested within calibration tolerance.

Manufacturer narrative:
The customer¿s report of a pump that infused too fast was not confirmed. The pcu event log contained no obvious programming errors that would result in the reported event. The log review indicated the infusion ended sooner than expected due to the user channeling off the device, however it could not be determined why the device was channeled off. The pump module, data set and disposable sets were not returned for investigation. Event log review only. Per biomed, there were no issues with either the pump module or the primary set (checked for backflow). The device ran within specification. The root cause was not identified.

Event description:
It was reported that zosyn 100ml programmed at 25ml/hr infused faster than expected, and finished within minutes. The medication was set up as a secondary infusion. No patient harm was reported. The pumps and primary tubing were inspected by biomed who found that there were no issues with the infusion pump, and the device tested within calibration tolerance.